Event description:
Pt noted that their implanted ICD was beeping. Interrogation revealed the ventricular lead impedence was 2000 ohms. On 03/2001 the ICD pulse generator was removed and replaced by a new ICD pulse generator.